Event description:
It was reported that after the patient appropriately received multiple hv therapies, the device exhibited an alert for the capacitor charge time limit having been reached. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.